Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent a mom total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to loosening of the acetabular cup. During the revision, the head, liner, and cup were removed and replaced. A zimmer biomet head, and a competitor cup and poly liner were used to completed the procedure.